Event description:
It was reported that the pta balloon would not fully deflate after the first inflation in the left subclavian vein. The balloon catheter was difficult to remove through the sheath; therefore, the catheter, sheath and wire were removed together as a single unit. Another access site was used to complete the procedure with another balloon. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation is currently underway.